Event description:
It was reported that the ilet user received a low glucose alert caused by potential inaccurate readings, treated the low with hard candies and white sugar, then disconnected the infusion tubing. Sensor readings paused and later showed a rise from 53 mg/dl to 240 mg/dl during the call, and the agent advised reconnection and assisted with priming new tubing and placing a new contact detach infusion site. Symptoms included anxiety, shaking/ tremors, and hyperglycemia following initial hypoglycemia treatment. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.